Event description:
It was reported per the independent repair center statement, the unit is alarming or red light. The key failure is the sieve bed gasket is leaking. Additional malfunctions are the 4 way valve is contaminated and the tie wrap and clamp were replaced. There is no allegation of patient injury, no additional information provided.